Event description:
It was reported that the catheter fell out few days after the placement.

Manufacturer narrative:
The reported event was confirmed. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package), used silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked from a 0.012 inch pinhole in the balloon surface. There were no missing pieces of the balloon. Although the reported event was confirmed a root cause for this failure mode was unable to determine. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out a few days after the placement.